Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient with an implantable infusion pump receiving bupivacaine concentration 30 mg/ml and dose 9mg/day; baclofen concentration 500 mcg/ml and dose 150 mcg/day; sufenta concentration 50 mcg/ml and 15 mcg/day for intractable spasticity. It was reported that the reason for call was the caller needed assistance reading the logs. Caller reported she was looking in the logs to see if there were any issues since the patient has been complaining of a little withdrawal and a loss of therapy. Hcp wanted to know what the programming steps meant. Technical services reviewed these are normal and expected to see when pump is updated. Hcp stated she saw a motor stall and recovery that she ruled out was due to an MRI. Hcp confirmed there are no other events in the logs. Troubleshooting was not required. Technical services redirected to hcp to further address the event.